Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm on the insulin pump during the displacement test due to the high motor current draw. The insulin pump had a cracked reservoir tube lip and a scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had compromised force senor system alarm on the insulin pump during prime/fill. The motor does not detect the reservoir and the customer can't leave this process. The pump will be returned for analysis.